Event description:
A surgeon reported that during implantation of an intraocular lens (iol) it was noted that a haptic was bent. The incision was enlarged to remove the damaged iol and replace it with a different lens model.